Manufacturer narrative:
The date of event is accurate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare professional from a clinical study via a representative reported the patient was quite bothered by her deep brain stimulator (dbs) generator flipping up sideways when she laid down.